Event description:
The user stated they received an erroneous troponin t results for one patient serum sample. The initial result was 0.49 ug per l and was reported. A sample was drawn from the same patient six hours after the original sample due to the hospital protocol and gave a result of less than 0.010 ug per l and was reported. Both samples were repeated on (B)(6) 2009 with results of less than 0.010 ug per l. The user stated it was unknown if the patient was adversely affected due to the erroneous result as the patient had been discharged. The user stated the patient was held approximately eight hours due to the troponin t result per the hospital protocol. The field service representative could not find a cause and checked the analyzer. He verified the analyzer operation by running performance tests with acceptable results.

Event description:
The user stated they received an erroneous troponin t results for one patient serum sample. The initial result was 0.49 ug per l and was reported. A sample was drawn from the same patient six hours after the original sample due to the hospital protocol and gave a result of less than 0.010 ug per l and was reported. Both samples were repeated on 11-7-09 with results of less than 0.010 ug per l. The user stated it was unknown if the patient was adversely affected due to the erroneous result as the patient had been discharged. The user stated, the patient was held approximately eight hours due to the troponin t result per the hospital protocol. The field service representative could not find a cause and checked the analyzer. He verified the analyzer operation by running performance tests with acceptable results.

Manufacturer narrative:
No specific root-cause could be identified as the information provided for investigation was not complete. No adverse events in relation to the high flyer were reported.